Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they woke up in the morning with the insulin pump not working. Customer stated that they fiddled with the insulin pump and were able to get the display to return. Customer mentioned having elevated blood glucose readings since changing the infusion set. Customer's blood glucose reading at the time of the call was 523 mg/dl. Customer has treated via pump and manual injection. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer declined any further troubleshooting. Customer was advised to change the set and monitor blood glucose readings.